Manufacturer narrative:
H6: investigation summary one sample was provided to our quality team for investigation. Through visual inspection, no damage or defects were observed on the membrane or any other components of the l-connector. Evaluations were performed, verifying the membrane was properly welded. The sample underwent functional testing, penetrating the membrane ten times and transferring liquid from a syringe through the injector and l-connector into a vial and back. In all cases the product functioned properly and no leakage was observed. A device history review was performed for lot 2201205, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. Product is visually and functionally tested throughout manufacturing according to procedure, including leakage testing and verification all critical dimensions are within specification. Results were reviewed for the reported lot and no incidents related to this were found. Given we could not replicate the reported failure with the sample provided and device records do not indicate any issues, we cannot identify a root cause at this time.

Event description:
It was reported that the bd phaseal¿ l connector c90j experienced leakage around the membrane. The following information was provided by the initial reporter, translated from japanese: according to the customer's report, the anticancer agent leaked from the membrane site during preparation. There is the possibility that the membrane may have been separated. The anticancer drug name is unknown.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ l connector c90j experienced leakage around the membrane. The following information was provided by the initial reporter, translated from japanese: according to the customer's report, the anticancer agent leaked from the membrane site during preparation. There is the possibility that the membrane may have been separated. The anticancer drug name is unknown.